Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of "an abscess is located in the anterior leaflet/annulus of the mitral valve" has been changed to "the mass is on the atrial side of the mitral valve". In this issue, the original sentence describes an abscess on the anterior mv leaflet, which specifically indicates the presence of infection. The changed sentence, however describes a mass on the atrial side, without specificity to a specific leaflet. A mass is typically descriptive of benign or malignant growths or vegetations and not abscess. This could result in misdiagnosis or inappropriate treatment. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the sire described in this report will be documented in the ongoing cfr 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.